Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold. It was also reported that the right atrial (ra) lead measured capture threshold above range and was suspected of undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.